Manufacturer narrative:
A maquet field safety service technician investigated the unit and found a defective 12 amp breaker and replaced it. The device passed functional testing and safety check to factory specifications and was returned to service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during a routine check, the device's circuit breaker was tripped and no ice block would form. No patient involvement. (B)(4).